Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. The linear sensor and wiper conductive were replaced and pm/calibration performed. The proximate causes of the reported failure noted as follows: the syringe sizer sensor failure was confirmed as a results of an electrical failure with the linear potentiometer. The carriage assembly was confirmed having a mechanical failure.

Event description:
It was reported that device broke (broken damaged).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. There were multiple proximate causes of the reported failure noted, the syringe sizer sensor failure was confirmed as a results of an electrical failure with the linear potentiometer, carriage assembly was confirmed having a mechanical failure. There was no reported patient involvement. This device is used for therapeutic purposes.